Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy since past few months. As such, surgical intervention took place on (B)(6) 2023 wherein the lead was repositioned higher to achieve better therapy. Reportedly, more effective coverage was confirmed post op.

Manufacturer narrative:
Date of event is estimated.